Manufacturer narrative:
(B)(4). O'neill cj et al. Acetabular revision using trabecular metal augments for paprosky type 3 defects. The journal of arthroplasty 33. 2017: 823-828. No product, pictures, or medical records were provided for review. A review of the device history records was unable to be performed as the part and lot information was not provided. A definitive root cause could not be determined due to limited information received. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: unknown tm augment. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3005751028 - 2020 - 00044 - [acetabular revision using trabecular metal augments for paprosky type 3 defects.pdf].

Event description:
It was reported in a journal article that two patients developed a deep infections post implantation of the revision shell system and augment. One case occurred in the early postoperative period and was successfully managed with lavage and IV antibiotics. Attempts have been made and no further information has been provided.